Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) replaced the modular chemistry sample collar wash valve to correct the leakage which caused the low result. Upon the completion of the necessary and verified repairs the instrument was returned back into operation. Hardware was the root cause of this event.

Event description:
The customer reported that on (B)(6) 2011 an erroneous, low creatinine (crem) result was generated on a synchron lx20 pro system for one patient. The initial crem result was reported outside of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat on the same instrument, the crem result was higher, and regarded as valid. The erroneous result was caused by a modular chemistry probe which was leaking over the work surface of the instrument. No assay quality control issues were noted during the timeframe of this event. No sample collection/handling information, patient information or additional system information was provided by the customer.